Event description:
Service required r203c (hub device error) error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection. Kestra engineering evaluated the returned therapy cable and observed it functioned as expected. The reported condition was not able to be replicated. Will continue to trend for future occurrences.